Event description:
It was reported that during preparation for a coronary durg eluting stenting treatment procedure, stent damage was identified. The physician opened the package and observed one of the struts on the 2.75x12 mm taxus express2 drug eluting stent was flared. The procedure was completed with another taxus stent. No patient complications were reported. Patient status reports as "ok."

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.